Manufacturer narrative:
The customer called the technical service center and spoke with a company representative. The customer was able to resolve the issue remotely by installing a new footswitch themselves. The customers reported event was not able to be confirmed, as the company representative did not perform an onsite visit. The replaced footswitch cable was not returned for testing by the customer. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the machine was changing settings on its own. Unable to change modes with the footswitch. Event details and patient involvement are unknown. Additional information has been requested.